Event description:
It was reported that the patients lead had migrated and high impedance were noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Correction to the initial MDR in field h10. Additional suspect medical device component involved in the event: product family: upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20341429.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patients lead had migrated and high impedance were noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.